Event description:
The core universal driver was sent in for evaluation because it was running on its own without activation. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.